Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dirty tip clamps and plungers in the reported problem area of the pipette assembly. The pipette assembly was disassembled and cleaned. The instrument was inspected, tested without further problem, and returned to service.